Event description:
During follow-up, decreased high voltage lead impedance was observed on the right ventricular (rv) lead. The physician elected to revise the lead to resolve the event. During the procedure, rv lead fracture was visually observed. The event was resolved by capping and replacing the rv lead. The patient was in stable condition.